Event description:
Related manufacturer reference number: 2017865-2023-0055. It was reported that the patient presented for a pacemaker explant procedure on (B)(6) 2023. During the explant procedure it was not possible to detach the ventricular lead from the pacemaker header, so the physician implanted a new right ventricle lead during the same procedure. Patient was stable.

Manufacturer narrative:
The reported event of failure to remove from header was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. The connector pin, sealing ring, and connector ring diameters were measured within specification. Unable to perform the lead to device insertion test due to the condition of the partial lead as received. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number:2017865-2023-00551. It was reported that the patient presented for a pacemaker explant procedure on (B)(6) 2023. During the explant procedure it was not possible to detach the ventricular lead from the pacemaker header, so the physician implanted a new right ventricle lead during the same procedure. Patient was stable.

Manufacturer narrative:
Correction:b5.